Event description:
I had a thermage treatment from (B)(6) of (B)(6) on my face that left damage to my skin. In complaining to them they would not even call me back, they changed there phone number as well. I have a biopsy report that indicates thermal damage to my tissue. Dose of amount: rep's, frequency: 3.0.